Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument and performed a device evaluation. During the inspection it was confirmed that the instrument was received with the mcs tip cover accessory stuck. Upon completion of the evaluation, failure analysis did not replicate nor confirm the customer reported complaint. The mcs tip cover accessory was removed from the instrument without difficulty. Another finding that was not reported by the site and not related to the reported complaint was also identified. The instrument tube extension was visually inspected and was found to exhibit signs of scratch marks/abrasions. The main tube scratch marks measured roughly 0.029" x 0.1" in length. Material was missing from the surface of the main tube. The root cause was attributed to mishandling/misuse. A review of the device logs for the monopolar curved scissors part # 470179-19/ lot-sequence k10210809-0050 last usage date of (B)(6) 2021 during a benign hysterectomy performed via system serial # sk0765. A review of the site's complaint history reveals no other complaints for this product. No image or video was provided for review. This complaint is being reported based on the failure analysis findings of scratch marks and abrasions found on the tube extension. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Blank MDR fields: follow up was obtained, but the missing patient information was either unknown, unavailable, not provided or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. . PMA/510k and adverse event are not applicable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer observed the monopolar curved scissors (mcs) had the mcs tip cover accessory stuck on the instrument. There was no report of fragments falling inside the patient. The procedure was completed as planned. There was no report of patient harm, injury or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow up attempts and additional information was obtained about the complaint: the nurse stated that she was unaware of the procedure date however she confirmed the issue occurred after they undocked the patient and when trying to remove the mcs tip cover accessory. The procedure was completed with no reported injury.